Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: n/a, lens remains implanted, therefor not explanted. Initial reporter name and address: telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was damaged. The lens was introduced nicely folded into the eye with no issues and was fully inserted into the patient's eye. The doctor then found the lens damage and thinks it must have been damaged from the start. The material not available for collection and no further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the preloaded unit was not returned for evaluation. However, the complaint source photo provided was evaluated. The photo evaluation showed a frayed edge/ surface discontinuity of the lens between 9:00 and 11:00. Further evaluation could not be performed. The complaint issue of lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: upon further review of the file it was noted that a follow-up report is required per new information received. Therefore, this supplemental filing is to update section b5 (describe event or problem) with the following: section b5 - describe event or problem: through follow-up we learned that the lens had a frayed edge with small pieces seemingly missing. However, the patient outcome was confirmed to be good. The lens remains implanted. No further details were provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.